Event description:
It was reported that the left ventricular (lv) lead recently exhibited fluctuations in pacing thresholds and the right ventricular (rv) lead exhibited stable but high pacing thresholds. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011; 419488 lead, implanted :(B)(6) 2011. If information is provided in the future, a supplemental report will be issued.